Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during drain, while the hp was connected. The hp had disconnected from the hc prior to the alarm without using proper disconnect procedures and then reconnected to continue the therapy. The technical service representative (tsr) had the hp cycle the power in order to clear the alarm. The hp was going to use manual supplies to finish the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the drain stage, where the home patient disconnected prior to the alarm, and then reconnected to the setup. This complaint is confirmed because disconnecting from the set is a use error that may cause a system error 2240 and/or contamination. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting and reconnecting the transfer set to the patient line during emergencies. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The hp had disconnected without using proper technique. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.